Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they have had incidents of sample mismatches on the cobas u 411 urine analyzer. The customer stated they enter sample identifiers into a worklist on the analyzer software using a barcode reader. The customer alleges that the software will delete sample identifiers without user request and will analyze them randomly leading to a mismatch of patient data with the entered sample identifiers. The customer alleges that the issue also leads to wrong calibration or other unidentified mismatches.

Manufacturer narrative:
The incident was non-reproducible. The analyzer configuration, barcode reader operation, and qc performance were verified as correct. The investigation could not identify a product problem. The available evidence is consistent with a user handling issue or a momentary workflow-related misunderstanding. There is no evidence of a system malfunction.